Event description:
It was reported that: "incident occurred on (B)(6) 2025. Patient was intubated; pilot balloon was unable to inflate (walls of the pilot balloon stuck together). As a result, tube was removed and intubation repeated. There were no clinical consequences or desaturation for the patient. There was only a delay in treatment. The patient left the hospital on the day as scheduled on (B)(6) 2025."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint of 'pilot balloon was unable to inflate' was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual examination of the returned device revealed no abnormalities. Functional inspection identified the valve was stuck to the wall of the pilot balloon, and the surface of the pilot balloon appears narrowed, making it very difficult to insert the endotest for the inflation test. Additionally, the cuff cannot be inflated because the valve appears to be broken. A sample from production was taken for simulation to replicate the defect, and no defects were replicated. A review of the manufacturing process confirmed that the tracheal tubes undergo 100% visual inspection and inflation test during final inspection, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2025. Patient was intubated; pilot balloon was unable to inflate (walls of the pilot balloon stuck together). As a result, tube was removed and intubation repeated. There were no clinical consequences or desaturation for the patient. There was only a delay in treatment. The patient left the hospital on the day as scheduled on (B)(6) 2025.".